Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: the manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the ssd was replaced on the system. Eval code-result 180 is associated with this analysis. Eval code-conclusion 4307 is associated with this analysis the ssd returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned ssd was tested on the bench tester and it booted normally to the app screen. The restarted/rebooted the computer numerous times, without issue. Unable to confirm the reported complaint. No failure found. Eval code-result 213 is associated with this analysis. Eval code-conclusion 67 is associated with this analysis. The software is still under analysis. Eval code-result 3233 is associated with this analysis. Eval code-conclusion 11 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that they were experiencing the grub menu. They tried both the "I" and "f" commands from kd article, attempting the "f" command multiple times with no resolution. No patient was present at the time of the event.